Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared a code 1004, which indicated a shorted shock lead. It was noted this crt-d system had a non-boston scientific y adapter, which has a df-4 connector at one end (connects to the device header), and two separate connections (one for the df-4 ICD lead and other for additional coil with df-1 connector which was a non-boston scientific lead) at the other end. Boston scientific technical services (ts) discussed the device attempted to deliver a shock, however, low out-of-range (oor) shock impedances were detected due to a potential lead issue, and the energy found an alternative pathway and likely damaged the device. Subsequently, a revision procedure was performed. The crt-d was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.